Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. As the clip delivery system was not returned for evaluation, a failure analysis of the complaint device could not be performed. In addition, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot/serial number was not provided. The analysis of this complaint was an assessment of the information provided to abbott vascular. The investigation determined that the single leaflet device attachment appears to be related to patient morphology/pathology. The patient effects of worsening mitral regurgitation and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, it was confirmed that the leaflet tear was due to the single leaflet device attachment. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from one leaflet and remained attached to the other leaflet, which required an additional mitraclip for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat functional mitral regurgitation (mr) with a grade of 3-4. There was a posterior leaflet restriction. Three clips were implanted ((B)(4)), reducing the mr to 1. On (B)(6) 2015, a control echocardiogram was performed, which found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4 and a tear was observed in the posterior leaflet. It was stated that the most likely reason for the slda was leaflet morphology. On (B)(6) 2016, an additional clip was implanted lateral to the slda clip for stabilization, and a ventricular septal defect (vsd) occluder was placed between the central clip and the new lateral clip for treatment of the leaflet tear. The mr was reduced from 4 to 1-2 and the patient was confirmed to be clinically stable. No additional information was provided.